Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed on the cystic duct and would not open. The handles were forced open and removed from the cystic duct with no damage. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.